Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 8.4 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump was received with case cracked behind the pump near the battery compartment.